Event description:
Event description cpi received information that the patient's intrinsic heart rate was 30 bpm when the implantable cardioverter defibrillator (ICD) was programmed to a lower rate of 60 bpm. The pacing therapy was reported to have stopped for several hours and then started again. Clinical reports are unclear as to when the pacing/capture were reinitiated. No additional episodes of pacing inhibition have been observed with this ICD since the initial episode. A cross-functional investigation has identified this ICD as being part of a trend that generated a safety alert on december 4, 1998. The physician was notified of this safety alert on december 9, 1998.